Manufacturer narrative:
(B)(4). The returned iol was received and inspected under illuminated 10x magnification, one distorted haptic and an optic cut in 2 pieces was noted. These results are consistent with an explanted lens. In follow-up with the health provider it was learned the patient's eye anatomy (capsular contracture) contributed to this event. The manufacturer will continue to monitor and trend all reports received.

Event description:
It was reported that the intraocular lens (iol) was explanted without complication 7 months after implant. The removal was due to the lens dislocation caused by capsular contracture.